Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from the lot. All available information was investigated, and the reported positioning issue appears to be related to patient morphology/pathology and due to thickened leaflets. It should be noted that while the mitral regurgitation ultimately remained unchanged, the reported patient effects of chordal rupture (tissue damage) and worsening mitral regurgitation as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported tissue damage resulting in unchanged mr was likely related to the procedural circumstances of positioning related issues. There is no indication of a product issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
The device will not be returned for evaluation as it was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for chordal damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+ with severe subvalvular chordal calcification. One mitraclip xtr was implanted. A second clip was attempted to be placed laterally to the first clip, however it was not possible to position the clip. It was noted that a chordal rupture might have occurred and the mr remained at 4+. Therefore, the undeployed clip and the device were removed and the procedure aborted. On (B)(6) 2019, the patient underwent a mitral valve replacement. The patient is in stable condition.